Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had failed battery test. The customer¿s blood glucose value was unknown. The customer stated that she tried different battery but could not get it to work. The customer also mentioned that battery contacts are damaged. The customer was advised to revert to back up plan per healthcare professional until replacement cap arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within spec. And no unexpected failed battery test/battery failed alarms noted during testing. The insulin pump was received without the original battery cap. Unable to verify battery cap damage. The insulin pump was received with end cap address label faded, missing display window cover, case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads.